Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient noticed their lips start to swell¿ six weeks post injection with juvéderm volbella® xc. Treatment is noted as cipro, medrol dose pack, and 200mg ibuprofen daily. The swelling went down slightly, but the lips were still inflamed and had visible lumps. Patient then treated with hylenex. Event resolution is unknown at this time.